Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use the evacuator had hair mixed in it.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (3) photo samples. The first photo sample shows the closed wound suction kit inside a plastic bag. The second photo shows a strand of hair on packaging. The third photo shows the product packaging information. Visual evaluation of the returned sample noted one opened (without original packaging), closed wound suction kit. Visual inspection of the sample noted a strand of hair in the wound drain packaging. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use the evacuator had hair mixed in it.